Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A healthcare professional reported that they had several blades with burrs on the edge and the tips were blunt. The procedures were completed using alternate knives. There was no patient harm. This is one of four reports being filed for this facility.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. The manufacturer internal reference number is: (B)(4).

Event description:
The reporter indicated the dull blade and burrs were noted during and before the incision was made.

Manufacturer narrative:
The returned sample was visually inspected and was found non-conforming with a damaged tip and a damaged cutting edge. Burrs were not confirmed on the cutting edge. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are is one additional complaint associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. Burrs were not confirmed on the cutting edge; however the damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).